Event description:
It was reported when the device was used during the lobectomy procedure, staples malformed in the middle of the staple line. The case was completed using sutures. There were no pt consequence.